Event description:
It was reported that a patient was experiencing green drainage from their vns implant incision site. The patient underwent exploratory surgery where the presence of an infection was confirmed. The patient's generator and leads were explanted and discarded and the patient's implant site was irrigated. Device history records were reviewed for the generator and lead. The device passed all functional specifications and quality tests and was sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No additional relevant information is available to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.